Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore(tm) excluder(tm) aaa endoprostheses. It was reported that the aortic extender component was implanted first to intentionally cover the inferior mesenteric artery (ima). The trunk-ipsilateral leg component (rlt231414j) was then implanted distal to the lowest renal artery, and the contralateral leg component (plc181000j) was deployed into the contralateral gate, constituting the contralateral limb. The part of the rlt231414j and plc181000j was located within the aortic extender component. Final angiography showed exclusion of the aneurysm, and the procedure was concluded. The patient tolerated the procedure. On (B)(6) 2016, CT images identified that the contralateral side of the rlt231414j and plc181000j was compressed, and was occluded with thrombosis from the bifurcation of the rlt231414j through the contralateral gate to the distal end of the plc181000j. The cause of the compression and subsequent occlusion were reported to be unknown. The physician indicated that the aortic extender component implanted at the level of the ima might have had some influence on the compression. On the same day the patient underwent thrombectomy, percutaneous angioplasty, and implantation of bare metal stent to repair the compression and occlusion. The patient tolerated the re-intervention.